Event description:
It was reported that catheter issue occurred. The 80% stenosed, 8 x 3.5mm target lesion was located in a moderately tortuous and moderately calcified right coronary artery. Opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device was fractured. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. E1: initial reporter address 1 - (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked. The imaging window (iw) was detached in the lap joint section and the imaging core windup near the lap joint section. The iw was not returned for analysis.

Manufacturer narrative:
E1:(B)(6).

Event description:
It was reported that catheter issue occurred. The 80% stenosed, 8 x 3.5mm target lesion was located in a moderately tortuous and moderately calcified right coronary artery. Opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device was fractured. The procedure was completed with another of same device. There were no patient complications reported.